Event description:
Customer reported observing potential contamination in their runs. Customer notes that the laboratory is located in a trailer and the environment control may be failing. Customer noted l018180130384 lumiradx sars-cov-2 rna star complete (eua) kit, (B)(4), lot# m2200059.

Manufacturer narrative:
Customer stated possible contamination. Field applications team was able to perform investigation at customer site. Investigation of production batch records showed no issues to note. Field applications team took swab samples of the laboratory environment, testing instrument and themselves. Testing of the swabs showed positive for aplimcon contamination. Field applications team helped decontaminate the customer laboratory. Customer noted an improvement in all results after training by field applications team. No further investigation was deemed necessary. Patient status was not reported. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event.